Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage to the most proximal stent strut row with struts lifted and pulled in a distal direction. The damage is consistent with the proximal end of the stent coming into contact with resistance or an obstruction during withdrawal from the lesion. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks most likely occurred as a result of an unintentional use error during post procedure handling or re-packaging of the device for return. An examination (visual and via scope) of the tip identified tip damage consistent with the tip coming into contact with resistance or an obstruction during the failed attempt to cross the lesion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-apr-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery. A 2.25 x 28 mm synergy stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.